Event description:
It was reported that the right ventricular (rv) lead dislodged post-op. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.